Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Multiple follow attempts were made by tandem customer technical support (cts); however, no response was received by the customer. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.